Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was visually inspected under a microscope. The lens was returned with a large cut. In addition surface residuals (fiber/particles) and stains were observed on the lens. The lens condition is consistent with a lens that was removed from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that the posterior capsule ruptured during the implantation of a tecnis optiblue 1-piece intraocular lens (iol) zcb00v0145. The report indicated the possible cause of this issue is the leading haptic may have had contact with the posterior capsule during implantation. The surgeon removed the iol and performed a vitrectomy. The procedure was complete with a back up iol during the same procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). Device is not marketed in the us. It is same/similar to zcb00 PMA p980040. All pertinent information available to the manufacturer has been submitted. Placeholder.